Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.291, lot: 13-0748, manufacturing site: selzach, supplier: leitner ag, release to warehouse date: june 3, 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The sliding mechanism (p/n: 314.291, lot#: 13-0748) was returned and received at us customer quality cq. Upon visual inspection, it was observed that the device handle was broken and broken fragments were returned. The scratches were visible on the surface of the device that does not impact the functionality of device. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service and repair evaluation: the customer reported unable to sterilize/assemble. Tips at the end of guide are broken/chipped. Unable to remain sterile. The repair technician reported broken handle. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Sliding mechanism. Complaint confirmed? Yes, the device received had broken handle. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the sliding mechanism (p/n: 314.291, lot#: 13-0748). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the collinear guiding mechanism was unable to sterilize/assemble. Tips at the end of guide was broken/chipped and unable to remain sterile. No patient involvement. This report is for one (1) sliding mechanism. This is report 1 of 1 for complaint (B)(4).